Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: methotrexate (mtx) 4 hour infusion (1000 ml), ran over by 1.25 hours. The mtx, hung as a secondary infusion, backed up into an ns bag, hang as a primary infusion. Upon review, no issues identified with the pump, however the pump converted to kvo at 930 ml at the 4 hour mark of the infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump involved in the reported incident was never returned to any of our b. Braun facilities for investigation or evaluation therefore the issue reported could not be confirmed. Further investigation of the complaint was not possible without a sample. Therefore issues reported could not be confirmed.